Event description:
It was reported that "performing a cholecystectomies the device failed to load the clip properly." No pt injury reported.

Manufacturer narrative:
This product and the lot code for this device is part of our recall that is associated with the reported complaint.